Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that during a competitor lead revision, while connecting the replacement lead to the chronic device, there was difficulty engaging the rv (right ventricular) defibrillation coil setscrew. The physician said the setscrew appeared to be tilted or leaning. Eventually the setscrew was engaged with the torque wrench and was secured. After connection of the rv coil and pace/sense portions, fluoroscopic examination of the device header revealed possible shallow pin insertion. The rv setscrew was retracted and the pin inserted further. When attempting to tighten the setscrew, there was again difficulty engaging the torque wrench into the setscrew. Further attempts were made to engage and tighten the setscrew with a torque wrench but the physician was unable to get the torque wrench to click. He was also unable to remove setscrew at that point. A new torque wrench was opened and attempted with the same result. Multiple repeated measurements were taken and deemed stable. Fluoroscopic exam was repeated and the rv lead was left connected to the device despite not being able to engage wrench and verify torque. Additionally, a df-1 pin plug was inserted into the svc (superior vena cava) defibrillation coil port of the header and further difficulty in engagement of the svc coil setscrew with torque wrench was encountered. The scrub technician felt that all three setscrews were more difficult to engage compared to her experience with new devices. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during a device replacement procedure due to the device reaching rrt (recommended replacement time), the physician had difficulty removed the is-1 setscrew. The physician removed the grommet to visualize the setscrew, and felt that the setscrew was stripped. Eventually the setscrew was removed with increased insertion force on the wrench. The device was explanted and replaced.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device had foreign material in the connector. The returned device indicated a missing grommet. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.